Event description:
It was reported that the device alarmed for a breathing system failure and the patient did not receive the desired volumes. There was no patient injury reported.

Manufacturer narrative:
As also given in the received user facility report, the device had been available at the manufacturer¿s site for investigation. This was performed in the course of the previous reported cases (see (B)(4) as well as (B)(4)) that were reported to have occurred with the same device on 2024-09-27 and 2024-09-07. In the course of investigation, as already stated within the final reports of the previous cases, the atlan was available for investigation. The atlan was sent back to the customer in january 2025. Thus, the case in question ((B)(4)) that reportedly occurred 2024-11-23 took place before the atlan was analysed and repaired at the manufacturer¿s site in the course of the previous investigation. The investigation had been carried out based on the available information including the logfiles. Also, the atlan in question had been available for investigation. Based on the logfile analysis, a leakage located at the expiratory side during the inspiratory phase had been found. The measured leak had been around 10-17ml during inspiration which had caused the reported deviation from desired volume or peep during neo ventilation and resulting in the atlan alarming for ¿breathing system failure¿. With adults, this amount of leak is not relevant in relation to the tidal volume. External as well as internal leakages will be detected during leak- and system-test prior to use. In this case here, the expiratory leak flow however had been 0ml/min during the leak- and system test prior and after the date of event. During the case in question, a leak had been detected and the device alarmed accordingly. The integrated pressure-, flow- and patient gas monitoring ensures that deviations from set/expected ventilation parameters are obvious for the user and that alarms will be given depending on the alarm limits adjusted by the user. The atlan in question had been received for investigation and the reported symptom, that no leak was present during the leak test but during use, could be reproduced using similar ventilation settings. The replacement of the breathing system has already solved the issue. However, even based on detailed root cause analysis and replacing several valves, the exact location of the leakage inside the breathing system could not be finally determined. Besides the two other cases, as also mentioned above, with the this exact same device, there were no similar cases reported. Since the same device was affected, the case can be assessed as a single event. The replacement of the breathing system has solved the problem.